Event description:
It is reported that the liner would not seat into the shell due to the locking ring protruding. A new shell was used.

Manufacturer narrative:
This report will be amended when our investigation is complete.